Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that notified today, when central sterile was putting trays back together they noticed the tip was broken off of impactor. In looking at x-rays it appears the tip was still in lateral hole of the corail stem. Doctor was going to notify patient. At this time there was no plan to take patient back to the or. No surgical delay.